Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one day post implant the right atrial (ra) lead exhibited loss of capture at 5 volts. A lead dislodgement was suspected and then confirmed via x-ray. The physician believed that the dislodgement was a result of the patient's non-compliance with arm movement post procedure. A revision procedure was performed where the lead was explanted. The physician opted to plug the atrial port on the pacemaker, thus no additional lead was implanted during the procedure. No additional adverse patient effects were reproted.